Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 15 (the critical block and inverse critical block did not add to zero) and pump error 23 (post-reset ram crc alarm). The customer experienced hypoglycemia with blood glucose value of 48 mg/dl. The customer reported hypoglycemia was treated with glucose/carb intake. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer was able to clear errors and complete the rewind process. The pump was neither stored nor without a battery for > 8 hours. The alarm did not occur immediately after a battery change. The customer has been using insulin pump system within 48 hours of reported low blood glucose event. Automode/smartguard was not in use at the time of the low bg event. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1886 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracks in the down, up keypad buttons. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No pump error 15s or pump error 23s occurred during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms that pump error 15 (filenumber = 38, linenumber = 440) occurred @ 04/22/25 02:07:09. Although the adapt tool does list a pump error 53 which could trigger a critical pump error (open book image), it occurred more than a month before the event date. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of pump error 23s was not confirmed but that of pump error 15s was confirmed in the pump¿s history file. According to the software r&d pump analysis log, pump error 15 (filenumber = 38, linenumber = 440) is due to a hardware error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.